Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The service engineer confirmed the pre-use check failures and found that the nozzle in the o2 gas module was defective. The nozzle was replaced and the ventilator was returned to the customer after passed functional tests. The broken nozzle was discarded and not returned for investigation. The evaluation of received device logs confirms failed pressure transducer and internal leakage tests during pre-use check. The latter with the message system volume too small/large, indicating a problem with the gas modules where the nozzles are mounted. There are also several clinical alarms indicating both high pressure and leakage. If a fault with the gas modules/nozzles occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from what is expected. Flow and pressure may also deviate from the expected. Alarms will be activated. Received information indicates a problem with the nozzle in the o2 gas module, but this could not be confirmed as no part was returned.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).